Event description:
It was reported that a remote transmission was received after the patient received inappropriate atp therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. The device functioned as programmed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.